Event description:
A middle-aged male was admitted for myocardial infarction and an impella cp was inserted. After 4 days, decision was made to escalate to an impella 5.5, but transesophageal echocardiography demonstrated possible clot formation around the impella cp catheter in descending aorta. Decision was made for surgical removal of the impella cp in parallel to thrombectomy. Impella 5.5 was placed and impella cp carefully pulled back into descending aorta under transesophageal echocardiography guidance. Vascular surgery retrieved the impella cp and a significant clot was removed. Echo showed no remaining clot. After an off-label extended 29 days of support with the impella 5.5, the patient was successfully bridged to an lvad.

Manufacturer narrative:
Investigation summary: no product return: ppae (thrombosis): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details device history lot: device lot: 1991310. Device history batch: subcomponent lot: n/a. Device history review: the pump sn: (B)(6) passed all post sterile inspection checks.